Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services plugged the baton into a test monitor and powered it on. The cable was wiggled and flexed and the image cut off. The baton has already been replaced. The returned device was scrapped. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video baton 3-4, the image was cutting in and out. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.